Event description:
My phillips sonicare CPAP humidifier overheats. This CPAP was recalled because of a problem with foam insulation about 3 years ago. Mine was replaced under that recall. Since then, it was replaced again due to overheating of the humidifier. It is now overheating again and I am afraid it could cause a fire. It dries out my sinuses in our already dry climate here. It gets hot enough to go through the water tank every other night. I will be reporting this to my vendor, (B)(4), again. I live at almost 10,000' elevation and I wonder if that is part of the problem. However, I don't remember having this problem with the original CPAP that was recalled. When I went on your website, I see that a lot of these problems reported in 2023. That is around the time mine was originally replaced. You may reach me at (B)(6).

Event description:
Additional information received on 5/21/2025 for report mw5170556 to add an additonal device. Reference report: mw5170689.